Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient¿s attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.